Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was observed to be depleting quickly, which led to intermittent pump shutdowns. The pump shutdowns caused the customer to experience intermittent blood glucose (bg) levels above 600 with high levels of ketones. The elevated bg levels were reportedly addressed via manual injection. A review of the customer's settings and usage indicated that the pump battery was depleting within normal parameters. Customer acknowledged. Tandem technical support instructed the customer to charge the battery for 15 minutes per day. The customer would continue to use the pump for insulin therapy.